Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the light source not getting and pump tube and spring (s socket to pump valve) spring corroded, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source to the service center, which is an olympus asset with no reported complaint. During evaluation, the pump tube and spring (s-socket to pump valve) were excessively dirty, the spring was corroded, and the light source would not turn on due to a defective power supply. The service repair technician indicated that the most likely cause of the complaint was traced to component failure. There was no patient involvement.